Manufacturer narrative:
(B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a left colic surgical procedure on (B)(6) 2012 and suture was used. During fascia closure, the suture detached from the needle swage. The physician stopped suturing immediately. A same like device was used to complete the procedure with no adverse patient consequences. The current condition of the patient is discharged.

Manufacturer narrative:
Conclusion: user error caused the event. Instrument marks were found on the needle and swage area. Handling the device at the swage can cause bending or breakage.